Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the returned therapy pcb assembly and the case of the reported issue was determined to be due to an electrically shorted diode, designator cr10, which caused the device to not power on.

Event description:
The third party agent contacted physio-control to report that the device powered off during user test and would not power on afterwards. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party agent contacted physio-control to report that the device powered off during user test and would not power on afterwards. There was no patient use associated with the reported event.